Manufacturer narrative:
(B)(4). Two pictures of the product catalog number (003-40; aquapak 340 sw, 340 ml w/040 adaptor) were received for analysis. They were visually inspected and no issues were found. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device records reviewed showed no related functional issues on the molded component involved in this complaint. Customer complaint cannot be confirmed, based only on the information provided. To perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. A CAPA file #(B)(4) was opened to perform a further investigation into this issue. According to the CAPA investigation, so far, the root cause for the issue was the positioning of the thread softness of the new resin used for the snap adaptor. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the aquapak bottle dropped to the ground due to the adaptor/thread not holding the device in place. No patient injury reported.